Event description:
The customer reported via phone call that she got a sensor error alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. Customer was advised that the sensor would be replaced and agreed to return for product analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.